Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited over-sensing of noise leading to pacing inhibition. No device intervention was performed. The patient was stable.

Manufacturer narrative:
The reported field complaint of noise was confirmed in the laboratory. External insulation abrasion was noted at 28.5cm ¿ 30.3cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Correction: d6b should have been (B)(6) 2021.

Event description:
New information received notes that the right ventricular lead was removed and replaced. The patient was stable.